Event description:
Customer reported a secondary syringe medication did not infuse. The user primed the set, started the infusion and believed it was running, but it did not infuse. The user changed the set and the medication finally infused. No patient harm was reported. No medical intervention was required. Although requested, no further patient or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that medication did not infuse. The customer stated the set has been discarded and is not available for evaluation.